Manufacturer narrative:
. E3: occupation: cath lab manager . The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. History investigation of the product with the involved product code/lot number - since the lot number was unknown, investigation could not be performed. Past complaint file of the product with the involved product code - in the past three years, we have not received any similar complaints of the involved products that the wire broke off caused by the manufacturing process. UDI no since the lot number was unknown, only di no. Is listed. - (B)(4). Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4). Please refer to section h10 for the importer report on the reported event.

Event description:
The user facility reported that during a coronary angiogram with percutaneous coronary intervention (pci), the physician was engaged in the right coronary artery with a runthrough ns extra floppy wire. The anatomy was very tortuous; however, the wire navigated the vessel well distally. The patient received a balloon angioplasty over the runthrough wire in the mid right common femoral artery (rca). Then, while the physician was trying to advance the balloon farther down the artery, it formed a knot at the distal end of the wire and could not be removed from the vessel. While attempting to remove, the distal end of the wire where the knot formed broke off in the vessel. The physician then decided to place a stent over the part of the wire that broke off in the vessel. The wire was successfully trapped in place resulting in a good outcome. There was no blood loss. Additional information was received on 18mar2025: the tip of the wire was left in place, and a stent was placed over the wire to secure it in the vessel. The patient was stable.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3 and to provide the completed the completed investigation results. The actual device is no longer available for returned; therefore, an evaluation of the actual device was unable to be conducted. History investigation of the product with the involved product code/lot number - since the lot number was unknown, the manufacturing record and the shipping inspection record could not be investigated. Past complaint file of the product with the involved product code. - in the past three years, we have not received any similar complaints of the involved products due to manufacturing defects. UDI no. Since the lot# was unknown, only di no. Is listed. - (B)(4). Since the lot number was unknown, history investigation could not be performed. In addition, since the actual device was not returned and investigation of it could not be performed, it was not possible to clarify the cause of occurrence. Terumo medical corporation (tmc) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.